Event description:
Reporter alleged discrepant, back to back blood glucose results of 300 mg/dl and 100 mg/dl when testing was performed within 5 minutes on the advantage system. Caller reported no symptoms, action, or treatment based on results. A request was made for the return of the suspect device and replacement product was sent.